Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h4, h6- visual inspection: the aiming arm locking device (part # 03.037.015, lot # 9498854, mfg # 17-jun-2015) was received with the etch discolored and faded. Functional test: a functional test was performed, and the locking clip was able to click into both aiming arms (part # 03.037.014, lot # 9447690 and part # 03.037.014, lot # 9457079) and was able to disassemble. The complaint was not able to be replicated, therefore the complaint is not confirmed. Dimensional inspection: dimensional analysis was not performed as there were no functional issues observed. Conclusion: the complaint condition is not confirmed as the locking device (part # 03.037.015, lot # 9498854) was received able to click into and disassemble from the aiming arm. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot please note, lot 9498854 indicates component number (B)(4) which is part of 03.037.014 mentioned in complaint. Manufacturing site: haegendorf. Release to warehouse date: 17.jun.2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is synthes sales consultant. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hip surgery on (B)(6) 2019, the aiming arm locking devices are popping out of the aiming arms when inserting the nail. There was no surgical delay. Procedure was successfully completed. There was no patient consequence concomitant medical products reported: unknown nail (part #: unknown, lot #: unknown, quantity #: 1). This report is for one (1) aiming arm locking device. This is report 5 of 6 for complaint (B)(4).